Manufacturer narrative:
Evaluation of summary post market vigilance (pmv) led an evaluation of one device. During testing of the instruments a skip was noted in the units firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. The root cause of the observed damage was misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter an issue occurred during a laparoscopic lobectomy procedure. The manual stapling handle was being used to cut the lung tissue. There was no problem loading or unloading the device. The stapler was able to fire. There was no poor staple formationand the staple line was not incomplete. In order to resolve the issue and complete the case, used another stapler. There was no patient injury.